Event description:
Follow up information received reported that the patient did not have any concerns with their device and/or therapy.

Event description:
It was reported that patient experienced stimulation in the wrong location (appendix area). It was noted that she had been bending and twisting when picking up her granddaughter. Also, she could not adjust her stimulation and error messages of "call your doctor" and "medtronic 6.0" were observed on their programmer. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 39286-65, serial # (B)(4), implanted: (B)(6) 2010, explanted: na. Programmer: model 37743, serial #(B)(4).